Event description:
It was reported that increased impedance values were obtained during a routine office visit. The pt was programmed to 2.0 ma but when systems diagnostics were performed, only 1.5 ma of current was delivered and the output current readings was low. The last good diagnostics were obtained in (B) (6) 2009 but the exact results were not provided. Good faith attempts to obtain additional info are currently being made.